Event description:
Per court document rec'd, pt underwent arthroscopic shoulder surgery in 2005, and a painpump was placed in his shoulder joint for post operative pain relief. The pt now alleges he has chondrolysis. In 2008, the pt underwent partial shoulder replacement surgery and may require add'l surgery, including a complete shoulder replacement.

Manufacturer narrative:
The device was not returned for eval.